Manufacturer narrative:
The customer reported that the phaco handpiece did not initiate any function. The company service representative examined the system and was not able to replicate the reported event. The company service representative found all but one of the customer¿s handpieces to function as intended, however the serial number of the nonconforming handpiece was not noted. The system was then tested and met all product specifications. The phaco handpiece was manufactured on january 20, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical director reported that during a cataract extraction with intraocular lens implant surgery the handpiece did not initiate function when inserted into the patients eye. The system was turned off and turned back on and the handpiece was not recognized. The procedure was completed using an alternate handpiece with no harm to the patient.